Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
During training by a zoll medical sales representative, the device's display was unreadable. There was no pt involvement in the reported malfunction.